Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The targeted nodule was located in the left lower lobe. The physician believed the forceps were the cause of the pneumothorax. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.